Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ tube plc urine analysis product drains smaller volume than the 8 ml, necessary to immerse the strip of urine manually in the tube. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and underfil was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The lot had expired as of the date of evaluation; therefore, no further testing can be conducted at this time. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. The lot had expired as of the date of evaluation; therefore, no further testing can be conducted at this time. Root cause description: based on the investigation, a root cause could not be determined. The lot had expired as of the date of evaluation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.